Manufacturer narrative:
(B)(4). Additional information: batch # m52h6c. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The reported event could not be confirmed as no incomplete staple line was noted during functional testing. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested but unavailable: on which firing did the event occur? What color cartridge was being used? Was the cartridge a gst? Did the device cut? If the device cut was the cut line complete or did the cut line stop where the staples stopped? Was buttressing being used? If yes, what type? Is the patient male or female? What is the patient¿s bmi?

Event description:
It was reported that during a robotic gastric sleeve procedure, the stapler bunched and released half of the staples. A second device was opened to complete the case. There were no patient consequences.